Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Implanted.

Event description:
"On (B)(6) 2011 removal of the spacer and a revision total hip arthroplasty with a constrained liner was performed for which no operative report is available. On (B)(6) 2011 some pain was noted and x-ray showed "good alignment". On (B)(6) 2012 some pain and discomfort was noted. "

Manufacturer narrative:
Additional information: date of implant. An event regarding alleged "pain after revision" involving an unknown hip components was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: a review of the provided medical records by the consulting clinician indicated "in this patient with a history of drug and alcohol abuse and avascular necrosis of the left total hip, all of her clinical problems related to an infected total hip arthroplasty, which ultimately required two-stage revision. There is no evidence that factors of implant design, manufacturing, or materials were responsible for this clinical situation." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the reported event for pain was not confirmed nor the root cause could be determined. A review of the provided medical records by the consulting clinician indicated "in this patient with a history of drug and alcohol abuse and avascular necrosis of the left total hip, all of her clinical problems related to an infected total hip arthroplasty, which ultimately required two-stage revision. There is no evidence that factors of implant design, manufacturing, or materials were responsible for this clinical situation." If devices and/or additional information become available, this investigation will be reopened.

Event description:
"On (B)(6) 2011, removal of the spacer and a revision total hip arthroplasty with a constrained liner was performed for which no operative report is available. On (B)(6) 2011, some pain was noted and x-ray showed "good alignment". On (B)(6) 2012 some pain and discomfort was noted. "